Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('if the migrated coil isn't embedded in it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), adnexal torsion ("essure has already cost me my right tube and ovary last year due to torsion") and fallopian tube disorder ("cost me right tube"). At the time of the report, the device dislocation and adnexal torsion outcome was unknown. The reporter considered adnexal torsion, device dislocation and fallopian tube disorder to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('if the migrated coil isn't embedded in it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), adnexal torsion ("essure has already cost me my right tube and ovary last year due to torsion") and fallopian tube disorder ("cost me right tube"). At the time of the report, the device dislocation and adnexal torsion outcome was unknown. The reporter considered adnexal torsion, device dislocation and fallopian tube disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.